Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular lead. A fracture was suspected. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.